Manufacturer narrative:
A titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion on the longer exhaust tube and inlet tube of the pump, and on the inlet tube of the reservoir. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or the reservoir. The information received indicated "auto-inflation and the patient was unable to use the pump", but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. However, because quality's examination may not conclusively confirm or disprove the report of pain, quality accepts the physician's observations of such as the reason for surgical intervention. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient complains about pain since the device was implanted and during the whole wear time (about 3-3,5 years). He as well has experienced auto-inflation occasionally and finally (since 1 year) he was not able to use the pump successfully. He has consulted the implanting surgeon in the meantime (date unknown), but the surgeon could not determine the cause for the inconvenience. Before explantation, the surgeon was able to activate and de-activate the device with increased effort. During the surgical intervention, he could see the tubing (to the reservoir), was very long, rolled up and encapsulated (like snail house) in the groin area. The surgeon assume this could have had impact to the lock-out valve. The surgeon and our clinical advisor uro & gyn, clinical support could not determine a malfunction of the device. The patient did not suffer any harm beside the pain, but he does not want a new implant.